Event description:
Allegedly the patient was revised due to liner exchange and wash out procedure due to infection.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to liner exchange and wash out procedure due to infection.